Event description:
A sparc mid urethral sling was placed in 2003. The patient could not void and had a foley for several weeks and then intermittent self cath. She started to void a slow stream. She saw me for frequency, hesitancy, and slow stream which became worse recently. A cysto revealed an erosion of the sparc into the urethra from the 4 to 8 o'clock position. This is a very unusual complication in a very healthy patient with no medical problems. At the least I feel the original implanter of the sling made it so tight that ischemic necrosis of the urethra was the result.